Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. When the catheter was prepared it was able to be flushed properly. Ablation was completed and the catheter was removed for mapping. Then, before inserting the device again it was noticed that flushing was not coming out of the tip. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. During product analysis it tas reported that the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the difficult to irrigate allegation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. When the catheter was prepared it was able to be flushed properly. Ablation was completed and the catheter was removed for mapping. Then, before inserting the device again it was noticed that flushing was not coming out of the tip. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.